Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips rse (remote service engineer) confirmed that the live acquisition display is blank. Review of the system log file showed that the ienginecore error. Philips service engineer reseated signal dvi connections and restarted the system. After repair action, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It was reported to philips that a device¿s live image was blank. No harm to the patient or user was reported. Philips has started an investigation of this complaint.